Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed the pump correctly and accurately delivered the total basal and bolus doses as programmed into the pump by the user; the pump's history showed there were no deficiencies or malfunctions; and the pump was exercised and accurately delivered insulin as programmed.

Event description:
The rptr reported that on an unspecified date, the pt obtained blood glucose readings ranging from 20.0 mmol/l to 30.0 mmol/l and she experienced the symptom of nausea. The pt did not test for ketones. The pt contacted her hcp for advise, and corrected her blood glucose levels with an insulin bolus via a syringe. Troubleshooting revealed there were no kinks or leaks with the tubing and cartridge, all programming was correct and the pt's technique was correct. There is no evidence the pump was not deliver insulin accurately or correctly; however, as the pt obtained elevated blood glucose levels and was positive for ketones, this complaint is being reported.